Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. Subsequently, it was decided to extract and replaced the device. No additional adverse patient effects were reported.